Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024, with the implantation of the alto stent graft system. During the procedure, it was reported that the aortic anatomy showed two 90-degree infrarenal angles. The polymer was mixed per the instructions for use (IFU), attached to the polymer port, and advanced with an autoinjector. Initially, the ipsilateral limb filled, but not the rings or contralateral limb. The physician then moved the handle of the alto delivery system and proceeded to put a little back tension on the delivery system and inflate the integrated balloon. The sealing and support ring were partially filled after troubleshooting. The contralateral limb never filled. The physician then cannulated the contralateral gate using the crossover lumen, and the contralateral limb deployed without difficulty. The alto delivery system was successfully removed without any complications. The ipsilateral limb also deployed without any difficulty. An angiogram showed a type ia endoleak, so the physician then deployed a (non-endologix device) 40/10 palmaz at the rings. This successfully resolved the type ia endoleak. The patient's status was reported as having remained stable throughout the procedure and free of procedural complications.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto, type ia endoleak (resolved), and incomplete polymer fill of sealing ring, support ring, and iliac rings complaint is confirmed. This is consistent with the reported adverse event/incident. The complaint is most likely anatomy related due to the two sharp infrarenal angles measuring 56° proximally and 87.4° mid-aortic. There was incomplete fill of the sealing ring due to angulation of the graft creating compression and poor polymer fill before solidifying. The incomplete fill of the sealing ring causing poor apposition likely created the type ia endoleak. Procedure related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged home on postoperative day two in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.